Event description:
Two weeks after treatment with cosmoplast, the pt presented with bumps, redness, burning, and sensitivity at nasolabial folds treatment sites. The physician prescribed topical topicort cr and locoid lipocream with some improvement. Additional treatment included intralesional cortisone injections to the sites. Further follow up findings with the physician note that the burning and sensitivity adverse symptoms have resolved, and they are continuing to monitor this pt's unresolved symptoms as needed. Physician diagnosis; allergic reaction to cosmoplast.